Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, it was unable to be tested due to a mouse being inside the unit, so the complaint could not be verified.

Event description:
Dealer is stating that the unit is running hot, saying that the sieve bed canisters felt hot to touch, stating it was hot enough that he could smell the heat coming off of it. Update from 12/17/2015 - the provider stated that the end user stated they saw smoke in tubing, provider states when he ran the unit no burning smell or smoke came from the unit and provider also stated the tech that picked up the unit saw no smoke as well. The end user report of "saw smoke" is a keyword which is a reportable event and is the basis of this FDA report filed.

Manufacturer narrative:
(B)(6) 2015 should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit is running hot, saying that the sieve bed canisters felt hot to touch, stating it was hot enough that he could smell the heat coming off of it. Update from 12/17/15 - the provider stated that the end user stated they saw smoke in tubing, provider states when he ran the unit no burning smell or smoke came from the unit and provider also stated the tech that picked up the unit saw no smoke as well. The end user report of "saw smoke" is a keyword which is a reportable event and is the basis of this FDA report filed.